Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of death cannot be confirmed; however, the stenosis may have contributed in combination with the pre-existing disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
As reported through (B)(6) clinical trial, the patient expired 1 year and 5 months post sapien 3 implantation. The exact cause of death is unknown. Approximately 10 months post implantation echo (tte) revealed moderate aortic stenosis. The patient presented to the hospital with a cough and shortness of breath. At that time, an echo revealed moderate aortic stenosis. No treatment was provided and the patient was discharged 2 days later. Review of medical records at the time of 10 month admission (tte) revealed the peak velocity was 3.64 m/s, mean gradient was 23.86mmhg, peak gradient was 42.1 mmhg and a valve area (continuity) of 0.52 cm&#11149; review of serial echo reports (from the (B)(6) clinical trial database) revealed on 30 day echo the mean gradient was 16.20 mmhg and the peak gradient was 28.09mmhg; there was mild pvl and no cai. On 1 year echo the mean gradient was 18.70 mmhg and the peak gradient was 34.57; there was trace pvl and trace cai.